Manufacturer narrative:
(B)(4). The customer reported that during op check, the device makes a loud squealing noise and locks up once the charge button is pressed. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that during op check, the device makes a loud squealing noise and locks up once the charge button is pressed.